Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (2 mg/ml at 0.15 mg/day) via an implantable pump for unknown indications for use. It was reported the patient had a blister on their pump incision that was determined to be mrsa (methicillin-resistant staphylococcus aureus) after the healthcare provider (hcp) took a culture. The hcp chose to explant the pump. There were no external factors that contributed to the issue. The issue was resolved at the time of the report. The explanted pump was discarded. The patient's weight and medical history were asked but would not be made available. The patient was without injury at the time of the report.